Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is kinked with all wires broken about 18 cm from stimulation end. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with his scs system consisting of an ipg and percutaneous lead on (B)(6) 2007. It was reported the pt was in a car accident after which the lead would not function. The physician explanted the lead on (B)(6) 2009, and replaced it with two leads. The explanted lead was returned to ans for eval. Follow-up on the pt found no further issues reported.